Event description:
The patient was a (B)(6) male scheduled for a CABG x 3. The surgical plan included a CABG x 3 and mild hypothermia of 34 degrees c was planned. There were no remarkable clinical issues prior to surgery and no known coagulation issues were known prior to the procedure. The perfusionist did comment that the patient appeared to have some heparin resistance issues prior to cpb, and the act was 400 seconds prior to the initiation of cpb. The prime solution contained heparin (5,000 u), normosol, sodium bicarbonate, albumin and mannitol, and the prime volume was about 1000 ml. On the initiation of cpb, drift cooling was started with a target temperature of 34 degrees c, fio2 of 100%, and a gas flow of 2-3 1/min planned. The perfusionist noticed there was very little difference in color between the arterial and venous blood. The cdi was displaying very high paco2 levels (greater than 80 mmhg) and low pao2 levels (less than 100 mmhg). The gas flow was raised to 5 1/min but the cdi values did not improve. The cv surgeon was made aware of the issues with gas transfer and the patient is weaned from cpb with a blood pressure of 140/80 and under ventilatory support of anesthesia. While off cpb, the gas line connections were checked and the oxygen analyzer was checked. The gas blender settings were verified at a fio2 of 100% and a gas flow of 5 1/min. Cpb was re-initiated, and there is no improvement in the pao2 and/or paco2. After being on cpb for about 45 seconds, the patient is again weaned from cpb under ventilatory support by anesthesia. The cv anesthesiologist verified that the gas line was connected correctly to the oxygenator. The gas line was disconnected from the oxygenator and gas flow was verified. Blood was routed through the recirculation line of the oxygenator and "pinked" up and appeared to illustrate that the oxygenator was functioning at some level. Cpb was again re-initiated for a period of 45 seconds, and the pao2 remained low. The paco2 remained high, and cpb was again halted with ventilatory support by anesthesia. More trouble-shooting was performed, and an external portable oxygen source was connected to the oxygenator at an fio2 of 100% and a gas flow of 5 1/min. Cpb was again re-initiated and the cdi 500 pao2 level did improve for a few seconds, but the paco2 remained very high at greater than 70 mmhg. The decision was made to remove the fx25 oxygenator and replace it with a new fx25 unit. Cpb was again re-initiated and there were dramatic increases in the pao2 and decreases in the paco2. The aorta was cross-clamped, and the heart was arrested with cardioplegia delivery. The surgical procedure was delayed and estimated 30 minutes with all of the troubleshooting and product replacement maneuvers. Though there was a delay, the patient was hemodynamically stable during this time as cpb was halted each time with good patient vital signs. The blood loss was estimated to be 250 ml and the procedure was completed as scheduled. The patient was weaned from cpb without issue, was awake, alert, and responding to commands a few hours post surgery.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is completed and more information becomes available. (B)(4).